Manufacturer narrative:
The med history was rec'd and evaluated. Co's conclusion remains the same for this case. Infection is the probable cause of failure. The pt's smoking may have been a contributing factor-smoking is a known contraindication for dental implants.

Event description:
Implant was placed 3/13/97. If failed and was removed 8/15/97.